Event description:
Healthcare professional reported through National Breast Implant Registry "Suspected/Actual Rupture/Deflation" against the left side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: Deflation.